Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds device (B)(4) was in use for 12 hrs and functioning properly when it alarmed `high nitric oxide' (no). The device was set at 20 parts per million (ppm) of no and reading rapid monitored no fluctuations from 6 to 37 ppm. The device was replaced with another device which was functioning fine with stable readings. The respiratory therapist reported that there was no harm to the pt and no adverse event had occurred. While off the pt, the respiratory therapist performed multiple troubleshooting steps on the device, but during a performance check while the device was set at 20 ppm of no, the readings continued to fluctuate from 6.8 to 38 ppm. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds (B)(4) had fluctuating nitric oxide (no) values while in use on a pt. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.